Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has unexpected battery power loss. It was also mentioned that the customer received the insert battery now and has already installed 3 batteries replace battery alert/replace battery now alarm. Blood glucose level was 124 mg/dl at the time of the incident. The insulin pump will be returned for analysis.